Manufacturer narrative:
This case was reported to the EU under report number chv22.015. This case is still under investigation. A supplemental report will be submitted upon receipt of any new and relevant information or upon completion of the investigation by the manufacturing site. Supplemental report: this submission is a retraction of the previous vigilance report. The reported event cannot be confirmed as no photos or videos were provided of the device and the product was not returned. The anchor reportedly broke despite correct procedure when screwing into the correctly pre-drilled hole for a 73-year-old male patient. The anchor was discarded. A 5.5mm awl was used, awl has been used several times, it is intact and designed for this purpose. There was no issue with packaging. The anchor was reported to have had some frayed thread edges in the back and split on the 2nd rotation. The broken anchor was removed and replaced with a titanium anchor, and the procedure was completed with a arthrex suture anchor corkscrew ft ii. There was no reported impact to the patient and no delay in the procedure. A batch record review was performed for pn 10517t batch 15714 along with subcomponent pn10494 batch 15180, molded 5.5 sq driver and subcomponent pn 10515 batch 14087 5.5 twist peek suture anchor pn 10515 batch 14087. No non-conformities or deviations were found with the subcomponents and assemblies. However, pn 10517t batch 15714 had non-conformance reports 0674 and 0635 corresponding with the material. Non-conformance report was due to pick lists not appropriately filled out and the second non-conformance report was due to sterilization batch testing positive for bi strips. These non-conformances do not impact the material integrity. The lot was released for commercialization on 30 sept 2021 and has an expiration date of 25 june 2025. The lot was released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. An analysis was performed on retain stock. On hand inventory, 350 parts of a batch (17204) identical to the complaint unit were placed on hold for review and testing. Qty six were scrapped out for engineering review. Collaborating with the r&d team, the six engineering samples were visually inspected out of package and no cracks or frayed thread edges were noted. Then the recommended 5.5 - 6.5mm tap, p/n 10277, was used to create six separate holes into a 30/20 bone block (which would be a greater density than the bone in the shoulder). When the insertion was performed as intended, straight and in line with the tap hole, there were no cracks noted and insertion was smooth and easy. However, the reported event was replicated and noted when two of the six samples were inserted slightly off axis, at approximately 10-12 degrees. Based on the investigation, this case does not meet the criteria of requiring a MDR submission. There was no patient impact as a result of the malfunction. This case will be re-assessed upon receipt of new and relevant information.

Event description:
On 15nov2022, it was reported to anika by our authorized representative that it was reported to swissmedic that a twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case was reported to the EU under report number chv22.015. This case is still under investigation. A supplemental report will be submitted upon receipt of any new and relevant information or upon completion of the investigation by the manufacturing site. Supplemental report: this submission is a retraction of the previous vigilance report. The reported event cannot be confirmed as no photos or videos were provided of the device and the product was not returned. The anchor reportedly broke despite correct procedure when screwing into the correctly pre-drilled hole for a 73-year-old male patient. The anchor was discarded. A 5.5mm awl was used, awl has been used several times, it is intact and designed for this purpose. There was no issue with packaging. The anchor was reported to have had some frayed thread edges in the back and split on the 2nd rotation. The broken anchor was removed and replaced with a titanium anchor, and the procedure was completed with a arthrex suture anchor corkscrew ft ii. There was no reported impact to the patient and no delay in the procedure. A batch record review was performed for pn 10517t batch 15714 along with subcomponent pn10494 batch 15180, molded 5.5 sq driver and subcomponent pn 10515 batch 14087 5.5 twist peek suture anchor pn 10515 batch 14087. No non-conformities or deviations were found with the subcomponents and assemblies. However, pn 10517t batch 15714 had non-conformance reports 0674 and 0635 corresponding with the material. Non-conformance report was due to pick lists not appropriately filled out and the second non-conformance report was due to sterilization batch testing positive for bi strips. These non-conformances do not impact the material integrity. The lot was released for commercialization on 30 sept 2021 and has an expiration date of 25 june 2025. The lot was released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. An analysis was performed on retain stock. On hand inventory, 350 parts of a batch (17204) identical to the complaint unit were placed on hold for review and testing. Qty six were scrapped out for engineering review. Collaborating with the r&d team, the six engineering samples were visually inspected out of package and no cracks or frayed thread edges were noted. Then the recommended 5.5 - 6.5mm tap, p/n 10277, was used to create six separate holes into a 30/20 bone block (which would be a greater density than the bone in the shoulder). When the insertion was performed as intended, straight and in line with the tap hole, there were no cracks noted and insertion was smooth and easy. However, the reported event was replicated and noted when two of the six samples were inserted slightly off axis, at approximately 10-12 degrees. Based on the investigation, this case does not meet the criteria of requiring a MDR submission. There was no patient impact as a result of the malfunction. This case will be re-assessed upon receipt of new and relevant information. Supplemental information: the surgeon reported that he could not recall if he inserted the anchor on or off axis. No additional information was provided. Correction: it was previously mentioned that submission #2 was a retraction. Please disregard this comment. This case isa reportable event per our procedures and process.

Event description:
On 15nov2022, it was reported to anika by our authorized representative that it was reported to swissmedic that a twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case was reported to the EU under report number (B)(4). This case is still under investigation. A supplemental report will be submitted upon receipt of any new and relevant information or upon completion of the investigation by the manufacturing site.

Event description:
On 15nov 2022, it was reported to (B)(6) by our authorized representative that it was reported to swissmedic that a twist peek suture anchor, catalog number 10517t broken during a procedure on a 73-year-old male patient. It was reported that the anchor broke despite the correct procedure when screwing into the pre-drilled hole. There was no patient impact as a result of the event. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. Additional information has been solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.